Manufacturer narrative:
D4 - lot number was unknown by reporter. H4 - without a lot number (d4), the manufacture date cannot be determined.

Event description:
During total hip arthroplasty, a femoral fracture occurred while removing a hip stem broach. Wire was applied to the bone and the operation was completed.